Event description:
Caller reported an error with their continuous glucose monitor, receiving cgm error 42, but there was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process. Following the reset, the error code did not reappear, and the caller successfully initiated a new sensor session.